Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who ordered a new sample to be obtained and tested. The new sample was tested on the same instrument and on an alternate instrument, resulting as expected. The new sample was repeated on the same instrument in duplicate, resulting as expected. The corrected result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse verified the functionality of the wash manifold and pinch valves and replaced the luminometer. The fse returned to the customer site to continue monitoring the instrument. The fse proactively performed a decontamination and replaced the luminometer assembly, acid and base pumps, valves 70, 71, 66, 67, 77, 78, photon counter printed circuit board, base fluid line, and wash 1 cap between the primary bottle and reservoir. Upon follow up with the customer, no more discordant results have been obtained. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.